Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, when the cs100 intra-aortic balloon pump (iabp) machine was turned on to prepare the patient for iabp treatment, it was found that the iabp pressure was abnormal and the pressure sensor was displayed. The connection line fails, and then the machine is suspended and replaced with a backup machine. After reporting to the engineer for repair, the equipment returned to normal after replacing the pressure sensor connection line. There was no patient harm reported.

Manufacturer narrative:
The event site telephone(e1) should read (B)(6) (exceeds field character limit). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated the pressure monitoring function was abnormal. The pressure connection line was loose. This was a non-OEM accessory from a third party brand. The customer replaced the accessory. All performance tests of the equipment passed to factory specifications.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).